Event description:
An umbilical vessel catheter (3 1/2 french) was placed in this 1,060 gram infant on 1/18/92. On 1/24/92 a routine x-ray revealed that the distal portion of the umbilical vessel catheter was loose and appeared to be in the infant's portal vein. On 1/25/92, an exploratory laparotomy was performed, but the catheter piece was not retrieved. On 1/28/92, a thoracotomy was performed, and the catheter piece was removed. The patient's recovery from surgery was uncomplicated as of 2/5/92.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.